Manufacturer narrative:
3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Base on the problem description, this was likely a hex leak. Lot 8601 was before the solvent bond leak reduction. No injury was reported. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked during use. No injury was reported.